Event description:
It was reported that the preloaded intraocular lens (iol) was prepared normally using an ophthalmic viscoelastic device (ovd) and the iol implantation into the patient's surgical eye was normal. After implantation they noticed a crack in the cartridge and a small piece of plastic in the eye. Account indicated that there was no affect on the patient and no additional interventions were needed. The procedure was delayed by ten (10) minutes. The patient outcome is okay. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided, as account provided that the information is not available. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.